Event description:
Customer's mother reported via phone call that the customer has been experiencing high and low blood glucose. It was stated that customer's blood glucose was 309 mg/dl in the morning while customer was at school the nurse gave a correction of 2.3 units. Then while on vacation from (B)(6) 2015 blood glucose was fluctuating from 200 to 400 mg/dl. Customer's parents are making adjustment to customer regiments.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.